Event description:
It was reported that the patient, who chronically had presyncopal symptoms, presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. All other electrical measurements were normal. On (B)(6) 2017, the patient was brought into clinic, and the noise was reproducible with pocket manipulation. Programming change was made, and the patient was continued being monitored. On (B)(6) 2017, the patient was brought into the clinic again, and the lead was capped and replaced. The patient was stable before, during and after the procedure.